Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image was black below the mid point of the screen is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm, the image was black below the mid point of the screen. Ex. A 3cm view, structure was only visible up to about 2 cm... Then black. On a 4.5 cm view structure only visible up to 2.5 cm, then black out. Exception. Setting low 3, contrast at 100%, showed a complete image but as if contrast was 70%. When set to 70%, image was black.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm, the image was black below the mid point of the screen. Ex. A 3cm view, structure was only visible up to about 2 cm... Then black. On a 4.5 cm view structure only visible up to 2.5 cm, then black out. Exception. Setting low 3, contrast at 100%, showed a complete image but as if contrast was 70%. When set to 70%, image was black.